Event description:
In the clinic, a penrose drain was removed following surgery, however a piece of the drain tore and remained within the wound. Patient has had two re-exploration surgical procedures following developing symptoms at the operative site. Diagnosis or reason for use: wound drainage.